Event description:
An office administrator entered the equipment room of an mr scanner and tripped on the legs of a cabinet. The administrator fell and was found unconscious. Medical treatment was sought. The legs extend out the front of the cabinet to stabilize the cabinet during installation and service. The design of the equipment room did not take into consideration the additional functions the room was to have and thus the adequate precautions needed to reduce the risk to personnel entering the room on an on-going basis.